Manufacturer narrative:
(B)(4). Attempt to obtain additional information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker experienced syncope. This pacemaker remains in service. No additional adverse patient effects were reported.